Event description:
Complaint initially rec'd reporting erratic readings with one (1) 42587-05 transpac IV monitoring kit. The initial report stated "after the package was opened, it zeroed for awhile and would then drift back. The device was replaced and the problem went away." There were no reported adverse pt events. F/u info rec'd from a ufmw which stated "pt was transferred back to bed. The arterial line would not read. Attempted to zero the line, and received reading "sensor" or "pressure." Changed arterial line cable... Same readings... Switched tubing and arterial line started working again." MFR's complaint analysis: rec'd one used 42587-05 transpac IV monitoring kit. Functional testing and analysis: the monitoring kit/components were tested per the product performance specifications. The 42587-05 transpac IV transducer cable was electrical tested for failure analysis. The transducer assembly was attached to a monitor, zeroed and 100mmhg air applied. A manipulation test was performed at both settings (0mmhg and 100mmhg) on the housing and the phone jack connector ends. The results recorded the waveform on the monitor was stable during both tests (twist and pivot). There were no out of specification conditions replicated/found.

Manufacturer narrative:
Conclusion: the reported product problem was not replicated. The exact cause of the problem is unk and cannot be determined with certainty at this time. The returned 42587-05 monitoring kit and components meet all performance specification requirements.